Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. It should be noted that the xience sierra, everolimus eluting coronary stent system, instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent and reduces the chance of damaging or dislodging the proximal stent. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the tortuous diagonal coronary artery with no calcification. A 3.00x28 mm xience sierra stent was implanted proximally. Next, a 2.25x15 mm xience sierra stent delivery system (sds) was advanced but could not cross due to the tortuosity of the vessel and due to interaction with the previously implanted stent. The 2.25x15 mm xience sierra sds felt like it was caught with the previously implanted xience sierra and the stent dislodged from the delivery system. It was attempted to lasso [snare] the stent but was unsuccessful. Therefore, an additional xience sierra stent was deployed to crush the dislodged stent to the vessel wall. Overall the patient outcome is good. No additional information was provided.